Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). Analysis found that the upper/lower case, ring cover, side bail covers, and battery drawer were broken. The battery release and heart block were contaminated. The lead flex cover was corroded and the side bails and ring were missing. The display (segments missing) and encoder flex (dent on the trace) were out of specification.

Event description:
It was reported the epg (external pulse generator) will not boot up and shuts off. No patient complications were reported as a result of this event.